Event description:
Affiliate reported, a customer alleged three healthcare workers were handling some processed alimentation bottles (single use devices), then they experienced nausea and headache when removing the items from a sterrad 200 sterilizer. It is unknown if the cycle completed or canceled. They did not seek medical treatment. This report is for the third patient.

Manufacturer narrative:
(B) (4). Human reaction. Fse tested unit, no problem was found. User error contributed to the event. The sterrad system user guide indicates the following, "do not attempt to sterilize items or materials that do not comply with the guidelines specified in this guide. In addition, you should read the medical device manufacturer's instructions, or call the asp customer care center to determine whether an item can be sterilized by this unit. Information may also be obtained from the device manufacturer". Reference MDR 2084725-2009-00328 and MDR 2084725-2009-00329.